Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having trouble charging their implant and the issue began at least a year ago. Patient stated the charging time would run out before the implant got fully charged and the controller would just start flashing. Patient mentioned they met with a representative in person at their doctor's office and the representative told the patient they would probably have to pay out of pocket for a new charger. Patient noted they had two chargers and they tried both of them and were having the same results. Agent asked if patient had a patient ID card, patient mentioned they were implanted on (B)(6) 2024 with implant model 1053547. Agent asked and patient confirmed their patient ID card shows nevro not (B)(6). Patient confirmed they have (B)(6) leads and their implant battery was nevro along with their external equipment. Agent provided patient with nevro patient service phone number and agent redirected patient to nevro for further assistance. Patient also mentioned they were trying to get back shots. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".